Event description:
Caller states, the s active meter produced a result of lo with no blood applied to the test strip. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.